Event description:
It was reported that before use of the insyte bl 22ga x 1.0in the product description on the box did not match with the individual packing. There were 50 occurrences. The following information was provided by the initial reporter: the user complained that the product description on the box did not match with the individual packing.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation 2 photos were received for evaluation. From the returned photos, it was observed that the product description on the shelf carton does not match the individual packing sample evaluation from the return samples, it was observed that insyte products using angiocath plus box. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the investigation was able to confirm what customer had experienced as from the samples and photos shows that the product description on the shelf carton does not match the individual packing. Investigation show that this non - conformance is likely due to human error. A review of the manufacturing process showed that most likely the pt had taken the wrong dispenser during the top up.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the insyte bl 22ga x 1.0in the product description on the box did not match with the individual packing. There were 50 occurrences. The following information was provided by the initial reporter: the user complained that the product description on the box did not match with the individual packing.